Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found the alarm powers up but the low battery test and the voice message function failed. The display screen has a substance on the inside of the screen and the numbers are not visible. Sensor function only works on initial installation of the batteries and not after the buttons are pressed. The select up and down buttons do not work. (B)(4).

Event description:
The customer reported that the alarm has power but the display is blank. All other functions of the alarm work fine. There was no pt incident or injury reported.